Manufacturer narrative:
D4 and h4 updated to include lot information. Investigation into this complaint included a customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were not available to be reviewed. Based on the analysis of the distribution of the results in the plate(s), carryover at the amp plate is not suspected. There is no potential amp plate carryover risk for any sids in this investigation after reviewing the plate mapping analysis through abbott analytical software. The review of the customer data demonstrated the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059 is performing as expected. The assay reagents performed as expected and met the assay specification requirements for the controls. There is no indication that lot 522059 is performing outside of established design performance specifications. A product deficiency was not identified by this evaluation. Quality data review: device history record / batch record review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during qc testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059 and their components. The CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 522059. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059. The complaint history review identified 13 additional complaints (not including an additional 5 tickets where the lot number was not populated) related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 518670 was not identified.

Manufacturer narrative:
Corrected h10 to correct lot number reference: based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059 was not identified.

Manufacturer narrative:
G3 date received by manufacturer corrected from 11/15/2021 to 10/29/2021.

Manufacturer narrative:
Elevated complaint investigation will be conducted. Since the lot number is unknown, the manufacturing and expiration dates have been left blank.

Event description:
Customer reported a potential false positive result on the alinity m sars cov-2 assay. There was no report of any impact to patient management. Further information was not made available from the customer.